Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was alarming circuit occlusion while on a patient. The customer stated they took the patient off the ventilator to manually ventilate (bag) but the patient expired.